Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mako restoris mck size 5 femoral component; cat# unknown; lot#unknown. Mako size 5 tibial baseplate; cat# unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Reporter made aware of event when collecting 5 year study data: "conversion of unicompartmental knee replacement to total knee replacement." Patient was revised to a competitor construct. Facility cannot supply implant sheets, catalog #'s, or lot codes. Update: 25-01-2018: research coordinator has confirmed the reason for revision was pain.

Manufacturer narrative:
An event regarding pain involving an unknown insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical physician noted the primary harm involved is pain in a unicompartmental arthroplasty. There is no evidence for defect in the implants or their manufacture. Xrays of the uka implant show it to be intact well fixed and properly placed and aligned. It is likely the pain requiring a conversion to tka originated in the unresurfaced patellofemoral compartment which developed arthritic degeneration following but unrelated to the uka.. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Reporter made aware of event when collecting 5 year study data: "conversion of unicompartmental knee replacement to total knee replacement." Patient was revised to a competitor construct. Facility cannot supply implant sheets, catalog #'s, or lot codes. Update: 25-01-2018: research coordinator has confirmed the reason for revision was pain.